Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1711026; medical device expiration date: 2022-10-31; device manufacture date: 2017-11-30; medical device lot #: 1801021; medical device expiration date: 2022-12-31; device manufacture date: 2018-01-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿obvious clear viscous fluid¿) was found above the plunger of a bd plastipak¿ 10ml luer-slip syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: three picture samples were received for evaluation by our quality engineer. Upon visual inspection of the samples, excess silicone was observed inside of the syringe. A device history record review for lot numbers 1711026 and 1801021 did not reveal any deviations or non-conformances during production that could have contributed to the observed defect. Medical grade silicone is employed during the syringe assembly process to lubricate the equipment within the manufacturing stations. Silicone contest tests are performed during the manufacturing process according to procedure. Although no issues were identified during the production process, it has been determined that the excess silicone was a result of a silicone sprayer failure within the assembly station. Manufacturing personnel have been made aware of this incident and the affected manufacturing line is no longer in use. Investigation conclusion: although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a failure of silicone sprayer in assembly station. In accordance, we conclude that the root cause of the problem was related with a mechanical failure.

Event description:
It was reported that foreign matter (described as ¿obvious clear viscous fluid¿) was found above the plunger of a bd plastipak¿ 10ml luer-slip syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample neither picture has been received for investigation. DHR of lots 1711026 and 1801021 has been reviewed not finding any annotation or deviation regarding the alleged defect. Silicone is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). Silicone content test is done during manufacturing process per lot according to procedures. On checking the results for this test on lots 1711026 and 1801021 they are within specification limits according to procedure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection molding: 2 injections per shift. Printing: 16 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 16 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: since no issues were identified and manufacturing record established that all production and quality processes were carried out normally, and no sample has been received for investigation, the alleged defect cannot be confirmed.